Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a customer with supplemental information provided by a nurse in the USA of a breach in aseptic technique and peritonitis coincident with dianeal therapy. During a call with baxter home care services, the following was reported. On an unreported date, the home patient (hp) made a mistake / touch contamination and experienced a breach in aseptic technique which caused peritonitis. The hp was hospitalized for the peritonitis from (B)(6) 2012 to (B)(6) 2012. The home patient was treated in the hospital with fortaz intravenous (IV) (dose, frequency and lot number not reported). Treatment with the clinic was initiated after the hp was discharged from the hospital. The clinic was giving the hp vancomycin (dose, frequency and lot number not reported), intraperitoneally (ip). The peritonitis continued due to the hp's poor aseptic technique despite retraining. The hp's doctor discontinued peritoneal therapy and removed the hp's catheter on (B)(6) 2013 at which time the hp was started on hemodialysis. The client will continue on hemodialysis with no intentions of switching back to pd therapy. The rn does not feel that the peritonitis was in any way related to baxter hardware, disposables or solutions. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.